Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The voltage check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) was unable to power on the liberty cycler. The pdrn stated that they had tried different power cords but the cycler would not power on. The technical support representative advised the pdrn to discontinue use of the cycler. There was no reported patient involvement. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.